Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had auto-fill failure multi times.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse was unable to reproduce the issue. Fse ran the unit without an autofill failure and performed two all manifolds leak test and all passed with no issues. Fse completed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.